Event description:
On (B)(6) 2012, the pt was implanted with four gore excluder aaa endoprostheses to treat a ruptured abdominal aortic aneurysm. Final angiography reportedly showed exclusion of the aneurysm, and the pt tolerated the procedure. On (B)(6) 2012 and (B)(6) 2013, follow-up non-contrast computer tomography (CT) scans showed the implanted devices were in place and the aortic aneurysm measured 8.5 x 7.1 cm and 7.2 x 6.2 cm, respectively. On (B)(6) 2013, a non-contrast CT scan showed distal migration (amount unk) of the trunk-ipsilateral leg component, aortic neck dilation and aneurysm enlargement to 7.7 x 7.2 cm. It was reported an endoleak due to the migration could not be confirmed, and the cause of the migration is unknown. No further adverse events were reported.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.